Event description:
It was reported that the patient's right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient's condition was unknown.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed while the reported event of helix unable to retract was confirmed. As received, a complete lead was returned in one piece with helix found retracted for analysis. X-ray examination of the lead found the inner coil inside the connector region was over-torqued, consistent with procedural damage. The helix was able to extend and retract by applying torque directly to the connector pin. The cause of the reported event of failure to retract was isolated to the over-torqued inner coil. No other anomalies were identified.